Manufacturer narrative:
(B)(4). It was reported that calcification was noted in a common femoral artery. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 7f sheath after a peripheral interventional procedure. Reportedly, the proglide device achieved hemostasis on (B)(6) 2014. On (B)(6) 2014, the patient returned with an occlusion. Balloon intervention was performed. Reportedly, the occlusion may have been caused by the calcification in the vessel. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). No known device problem reported. This event was a reported adverse event only. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.